Manufacturer narrative:
A ge service representative performed an on site investigation. The backplanes were evaluated, cleaned, and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a control panel error upon boot up. This error causes the system to immediately shut down, preventing it from completing boot up. There is no report of injury or death.